Event description:
Fill volume: 50ml. Flow rate: 2ml/hr. Cathplace: stomach. It was reported that 28 incidents occurred where the infusion ended sooner than expected while using homepumps. It was further described as, "did not infuse properly for 28 days (each time too fast)". Specifically 3 incidents were reported for 1 patient as representative examples; however, since the beginning of treatment none of the pumps infused at the appropriate flow rate. The treatment period was for 28 days. 28 incidents are being reported. Please reference: 2026095-2015-00017/14-00005(b), 2026095-2015-00018/15-00005(c), 2026095-2015-00026/15-00005(d) and 2026095-2015-00029 through 2026095-2015-00052/15-00005(e-bb). Incident #1 of 28: infusion ended in "12/13 hours" and was expected to end in 24 hours. It was reported as "infusion time particularly short even if we take into consideration the under filling." The patient did not have medical consequences for incident #1. The patient is reported as doing well.

Manufacturer narrative:
Method: two devices with the same model and lot number 0201489123 were received for analysis. At this time halyard is pending the sample clarification as we anticipated receiving 3 devices for analysis. The device evaluation is anticipated, yet not begun at this time. However, a review of the device history record (DHR) was conducted for the reported lot number. Results: at this time the investigation is still in progress. There are no device testing results available as the investigation and evaluation are currently in progress. The DHR was reviewed for the lot number of the manufactured unit. There were no reworks, special conditions, or related non conformance reports (ncrs) for this lot. The lot met the process specifications, including the quality control acceptance criteria prior to release. Conclusions: once the investigation and device analysis are completed a follow-up report will be submitted. Information from this incident has been included in our product complaint and MDR trend reporting systems. Trend information is used to identify the need for additional investigations.